Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm value was 200 mg/dl but the patient was dizzy and sweating. Her fiancé sent her to the emergency department where the bg finger stick value was 20 mg/dl. The patient did not remember what medications were used for treatment, and she was discharged the following day. She had recovered and was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.